Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient was in the clinic for routine check and they were unable to interrogate the implantable cardioverter defibrillator (ICD). It was later determined that the device had premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.